Manufacturer narrative:
For conservative measures we are reporting this event due to the symptoms occurring post essure placement as reported by the pt to the physician. There was no conclusive evidence that the essure devices were the root cause of the pt's pain.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported to conceptus (B)(6) 2011, that she has a pt who had the essure procedure approx (B)(6) 2011 by another physician and the pt began having symptoms post procedure of irregular heavy bleeding and sharp abdominal pain localized on the right side. Physician discovered through a hsg that the right device was protruding into the endometrial cavity and the physician thought this could be causing her pain. The physician discussed several medical intervention options with the pt and they decided on a vaginal hysterectomy. The physician performed a laparoscopic vaginal hysterectomy on (B)(6) 2011. Surgical findings revealed a normal uterus, ovaries and fallopian tubes with no evidence of essure coil perforation, however, chronic endometritis and inflammation were present. The physician reported at her two week post op visit the pt's pain had improved overall. The physician reported in an e-mail (B)(6) 2011, that the pt had not returned her phone calls for further f/u.